Manufacturer narrative:
The facility reported a pump with air in line. It is unknown when this occurred. Evaluation summary: the condition of the pump's air in line printed circuit board (ail pcb) being out of specification was confirmed. This part could not be calibrated, therefore the pump head module was replaced.

Event description:
During product evaluation, the pump¿s air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.